Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) experienced premature battery depletion following radiotherapy. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no implantable pulse generator (ipg) issue as the differences in longevity before and after radiotherapy were based on different parameters.